Event description:
Customer reported contact pins 3,4 'scorched', evidence of melted plastic on the interconnector of the inform system base unit. Customer reported no patient/staff affected. No adverse event reported. A request was made for the return of the system, replacement was sent.